Event description:
The customer returned the device stating, ¿the pump motor activation was confirmed over 2,000,000 during testing¿; during device evaluation it was found the upstream occlusion seal was separating. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump motor activation was confirmed over 2,000,000 during testing" was confirmed with visual inspection. Motor replacement age is 6 million, actual odometer of the device¿s motor was 2,991,068. Replaced motor as preventative maintenance. The probable cause was unknown. Further evaluation found the upstream occlusion (uso) seal separating. Device failed accuracy test, over-delivery. 21.4 ml. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.